Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the failures were related to latch and connector issues affecting the remote manager and tower door mechanisms. A field service engineer replaced the remote manager latch, applied conductive grease, and tightened all connections and connectors to restore proper functionality. The engineer also applied conductive grease to tower door 2, tightened and crimped connectors, and verified that the harness was in good working order. Conductive grease was applied to all tower door latches as part of preventative maintenance, and all harnesses and cabling were checked and secured. Final tests confirmed that the remote manager and tower doors were responsive, and the customer was able to inventory successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, doors were continually failing, and the refrigerator electronic lock (e-lock) was also failing, but recovery was possible after multiple attempts. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, doors were continually failing, and the refrigerator electronic lock (e-lock) was also failing, but recovery was possible after multiple attempts. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.